Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, found the video cable is broken resulting in the error b30. The customer complaint was confirmed for the b30 error however the pink image was unable to be reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cable unit (as well as the electronic contacts) are subject to certain wear and tear. Depending on the intensity of use and the type of reprocessing, these contacts might be damaged or weakened in the course of time. However, the cause of the b30 error is likely due to event is likely due to wear and tear. Therefore, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video telescope "endoeye high definition ii", 10 mm, 30° displayed error code b30. In the middle of the procedure the screen suddenly turned pink, with the error code. Troubleshooting was conducted in which all 3 components were reconnected and the picture was back. This extended the procedure, but the exact time was not provided. This time would be expected to be short in nature. There was no injury to the patient or operator. The event was not life threatening, the delay was short, there was no intervention or hospitalization.